Manufacturer narrative:
The pump was received with intermittent button response due to corroded damage on the keypad traces. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had intermittent or no response of several buttons on the insulin pump. Customer's blood glucose level was 6.9 mmol/l. Customer stated that the buttons were not pressed for longer than 3 minutes. Pump was not bumped or dropped. The battery was changed, but the anomaly persists. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).